Event description:
It was reported that following an implant procedure, patient experienced pain in the foot that was thought to be caused by nerve root irritation. Patient was admitted to the hospital. Physicians think it will be decreasing with time. Patient was given some oral medication to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.